Manufacturer narrative:
D4 & h4: serial number, unique device identifier (UDI) and manufacturer date not available. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that when using the bd pyxis¿ es server, was showing patients listed on their pyxis list as all "pre-admit" status and were older children, the user reportedly wanted to remove the patients from the list. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A supplemental MDR was submitted to reflect the correct manufacturer narrative. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number.

Event description:
It was reported by the customer that when using the bd pyxis¿ es server, was showing patients listed on their pyxis list as all "pre-admit" status and were older children, the user reportedly wanted to remove the patients from the list. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. Correction: section d medical device serial # & section h device manufacture date. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 15-jun-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the server had an error in the pyxis list of patients. A technical support specialist (tss) investigated the issue of pre-admit patients still appearing in the pyxis list. After reviewing the configuration, the tss explained that the icc pyxis was assigned to multiple areas, which caused patients from other units to display. The tss advised the customer to uncheck the ¿show preadmission¿ option and remove the unnecessary assigned areas (nicu & scn) from the icc pyxis station. The customer applied the changes, confirmed resolution, and the case was closed. The system functioned as intended after the technical support specialist assessed the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ es server, was showing patients listed on their pyxis list as all "pre-admit" status and were older children, the user reportedly wanted to remove the patients from the list. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.